Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter. The pump was returned and no anomalies were found. The catheter was returned and analysis found damage to the transition tube. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 05-sep-2020, UDI#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving an unknown drug at an unknown concentration and dosage via an implantable pump an unknown indication for use. On 2019-oct-15, it was reported that the pump gave the patient no relief. The patient's pump and catheter were explanted on (B)(6) 2019 and replaced with a different manufacturer's system because they had "exhausted all efforts" with their current system. No environmental/external/patient factors that might have led or contributed to the issue were reported. No diagnostics/troubleshooting measures were performed. It was unknown if the issue was resolved at the time of the event. The patient's status at the time of the report was listed as "alive-no injury". The field representative was in possession of the device and it would be returned for analysis. No further complications were reported.